Event description:
It was reported that the patient had inappropriate shock. It was suspected that there was an right ventricular (rv) lead fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the full lead was received in segments and analyzed. The distal conductor was fractured. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # performance data collected from the device was received and analyzed. Oversensing: there were three ventricular fibrillation and fifteen non-sustained tachycardia episodes of less than 220ms v-v cycle observed on (B)(6) 2013. High impedance: out of tolerance sub-threshold lead impedance warnings were observed on the (B)(6) 2012. Interference/noise: 3372 of the 12001 lifetime ventricular short interval counts (sic) were observed since (B)(6) 2013. (B)(4).